Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during initial education, pca module was removed from demo service due to repeated syringe not recognized alerts. It would not recognize the 10ml or 30ml syringes with multiple syringes attempted. There was no patient involvement.

Manufacturer narrative:
Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause for the reported issue of the syringe not being recognized is due to the incompatibility of the pca module with the 10 ml syringe. The displayed message of calibration required was replicated during laboratory testing and confirmed through review of the logs. Testing results showed the pca module was not detecting the 30 ml syringe. The device is unable to detect a 10 ml syringe per design. After calibration, the device was able to detect the syringe. Alaris system maintenance results indicate that the pca module is performing as designed and passes all accuracy measurements. On (B)(6) 2025 at 6:51 pm the unit was selected, the door was opened, then it was closed; subsequently the pca alarmed for ¿check syringe¿, the unit was selected, and the same alarm was observed. Four (4) minutes later the door was unlocked, then it was opened. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 states the compatible syringes with the pca module, in which the 10 ml syringe is not shown. According to the technical troubleshooting guide from the bd alaris¿ technical service manual for syringe module and pca module v12.3.2, after performing calibration, it needs to be followed by a preventive maintenance. Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of the syringe not being recognized is due to the incompatibility of the pca module with the 10 ml syringe. The device could not detect the 30 ml syringe due to needing calibration. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during initial education, pca module was removed from demo service due to repeated syringe not recognized alerts. It would not recognize the 10ml or 30ml syringes with multiple syringes attempted. There was no patient involvement.